Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure to contain blood. The following information was provided by the initial reporter. The customer stated: this is a report about a hole on the tubing of wingset pbbcs, resulting in blood leakage. According to the customer¿s report, there was a hole on the tubing and blood leaked.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/29/2021. H.6. Investigation: bd received 1 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tubing was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for damaged tubing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure to contain blood. The following information was provided by the initial reporter. The customer stated: this is a report about a hole on the tubing of wingset pbbcs, resulting in blood leakage. According to the customer¿s report, there was a hole on the tubing and blood leaked.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure to contain blood. The following information was provided by the initial reporter. The customer stated: this is a report about a hole on the tubing of wingset pbbcs, resulting in blood leakage. According to the customer¿s report, there was a hole on the tubing and blood leaked.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.